Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v175480, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v175480, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4) product type: programmer, patient. Product ID: 3387s-40, lot# v175480, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: 2009, product type: extension. Product ID: 3387s-40, lot# v175480, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that impedances on the deep brain stimulator system were being checked and right side impedance results were fine and left side impedance measurement had not displayed until the system went to 3v and then results were fine. It was noted that the clinician programmer prompts impedance tests at higher voltages when certain triggers were exceeded which implied that they had some values out of range. No impedances results were available. No therapy issues were mentioned. Additional information received reported the impedances had resolved. No diagnostics were performed on the device. The cause of the issue was not determined.